Event description:
Giant cell granulomatous response elicited by bone wax post-bunionectomy. Pt received original surgery for bunionectomy 11/1/95, in which bone wax was used as an anti-abrasive agent. Pt complained of post-operative pain - tests for gout etc, all negative. No swelling or erythema. Pt returned to surgery 2/21/96 and the surgical sight reopened. A flaky material was bathed in the blood material and there was a yellow cheesy type material as well and deterioration of the osteotomy site previously. The bone however, deep in the cancellous area was hard and cortical. General anesthesia used in both cases.